Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The caller stated that about 3-4 years ago, a representative had to come down to meet with the patient and add some programs to the stimulator because it was not working. The caller stated they were back in that same situation again, and the programming was not helping the patient in any way. The caller added that last night they thought they were about to have to take the patient to the hospital. The caller noted that the programming either did nothing, or if the patient touched anything, it was like an electric fence and continually shocked them.